Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly. The insulin pump was received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, fading serial number label, cracked battery tube threads, cracked case at battery tube threads and keypad overlay texture damage. The insulin pump was received with moisture damage on motor, vibrator motor and battery tube. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had moisture damage. Blood glucose level is unknown at the time of incident. Troubleshooting was not performed and the device was returned for analysis.